Event description:
A device was returned to a third-party service center . During the evaluation of the device at the third party service center, the device was visually inspected and visible foam particles were observed. The-white screen-ui panel and loose top enclosure power button are replaced. The device operating software was upgraded.

Manufacturer narrative:
H3 other text : device serviced by third party service center.